Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08397. (B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with stable angina. Four days later, coronary angiography and index procedure were performed. Target lesion # 1 was a de novo lesion located in the ramus with 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50mmx24mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo long lesion located from the proximal right coronary artery (rca) to mid rca with 70% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct stent placement using a 3.00x16mm and 3.00x38mm promus element plus stents in overlapping manner. Following post-dilatation, residual stenosis was 0%. In addition, the 100% isr of previously placed unspecified stent in left circumflex artery (lcx) was attempted to canulate with a 2.0 mm x8 mm apex monorail balloon catheter but the attempt failed due to lesion characteristics. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain and was diagnosed with myocardial infraction. Patient was then hospitalized on the same day. Patient's cardiac enzymes were noted to be elevated. Patient's coronary angiography revealed 95% stenosis in left internal mammary artery (lima) to distal left anterior descending (lad) artery, widely patent 2.50mmx24mm promus element plus stent in ramus and 100% isr in previously placed 3.00x16mm and 3.00x38mm promus element plus stents in proximal rca. The 95% stenosis located in the left internal mammary artery (lima) to distal left anterior descending (lad) artery was treated with balloon angioplasty and placement of 2.25x12mm non-bsc stent resulting in 0% residual stenosis. Two days post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.